Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 5 of 7 mdrs filed for the same event (reference 1825034-2012-01408 / 01414). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This report is being filed to make FDA aware that maude event report number (B)(4) and manufacturer report number(s) 1825034-2012-01408 / 01414 are for the same patient and/or event. Please see attached maude event report.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2011, due to alleged elevated metal ion levels. Operative notes state that during the procedure, a murky cobalt-chrome laden fluid was found. The acetabular cup, modular head, and femoral stem were removed and replaced. Legal counsel for the patient further alleges two dislocations, the second of which resulted in a fracture of the greater trochanter. The patient was further revised on (B)(6) 2011. Operative notes state that the acetabular cup was in an excessively anteverted position, and that the femoral stem had little bony ingrowth. The acetabular cup, acetabular liner, modular head, and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.